Event description:
Dealer advised upper right arm tube is broken and left support tube from front riggings is broken.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.